Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 1021 mg/dl. The customer stated that they will call back on more details on the hospitalization but wanted to state that they had issues with an alarm they received ion the insulin pump after stetting a temporary basal. The customer was assisted with reprogramming the pump and the pump worked as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.